Manufacturer narrative:
Reported event: the event reported that a 4.0 mm bone pin assembly was difficult to disassemble at the end of procedure due to the bone pin being stuck in the array stabilizer. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: a review of the device history record could not be completed as a lot number was not reported. Complaint history review: a review of complaints in (B)(6) could not be completed for this lot as the lot number was not reported. However, a search for complaints involving part number 144140 yielded pr numbers (B)(4) involving this part number for multiple lots (w43201, w43210, and w45241). Conclusions: the failure was not confirmed as product was not available. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). While removing the tibial array and pins, the 4.0 tibial pin stabilizer and one of the 4.0mm x 140mm pins could not be removed. The pin would not spin while using a conmed m power pin driver or manual instrumentation. Unnecessary trauma to tibia - wound stretched and tibia stressed. Surgeon concerned about additional risk of infection and stress fracture from pin site.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). While removing the tibial array and pins, the 4.0 tibial pin stabilizer and one of the 4.0mm x 140mm pins could not be removed. The pin would not spin while using a conmed m power pin driver or manual instrumentation. Unnecessary trauma to tibia - wound stretched and tibia stressed. Surgeon concerned about additional risk of infection and stress fracture from pin site.